Manufacturer narrative:
It was reported that the device is expected to be returned; however, at the time of this report the device was not received for analysis; therefore no physical analysis of the product can be performed. The batch record review confirmed the device met all material, assembly and inspection specifications. The precautions section of the device instructions for use state, "prior to use, inspect for damage. If damaged, do not use." In addition, the warnings section states, "when exchanging or withdrawing a catheter over the zipwire hydrophilic guide wire, secure and maintain the guide wire in place under fluroscopy to avoid unexpected guide wire advancement: otherwise damage to the vessel wall by the wire's tip may occur." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
There were 3 products in the complaint. A gladiator 6*40*40, a gladiator 5*40*40 and a zipwire. The age of the female was unknown. The anatomical location of the lesion was the radial veins. The specific tortuous situation of the patient's anatomy was unknown. The physician did not check the zipwire and the balloons before use due to he had never met any issue when use these products. The main issue of the device as followed.the zipwire 80cm successfully got to the lesion. Then a gladiator 5*40*40 was advanced to lesion. However the balloon could not be inflated to 10 atm during the procedure. Then the physician removed the balloon out of the patient. The nurse tried to inflate the removed balloon outside the patient, but it could not be inflated. A gladiator 6*40*40 was advanced to the lesion, at this time the balloon could not be inflated to 8 atm. Then the radial veins was somehow ruptured. The physician removed the zipwire immediately. A wire was observed at the tip of the zipwire ( the specific situation depends on your investigation). Then the physician used a wire from terumo to guide the other gladiator 6*40*40 to the ruptured vein to seal the vein. A surgical operation was done to treat the patient. The patient was stable without complication or complaints.additional information received clarifying that the metallic core of the zipwire was observed and it was a vessel perforation that occured.

Manufacturer narrative:
Device evaluation: the batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std an 80-035; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. After wiping the specimen with a gauze pad soaked with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents 2.36mm of the metallic core wire protruding through the polymer jacket 0.52mm from the distal tip and extensive bend damage over the distal 12.5cm. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. The precautions section of the device instructions for use state, "prior to use, inspect for damage. If damaged, do not use." In addition, the warnings section states, "when exchanging or withdrawing a catheter over the zipwire hydrophilic guide wire, secure and maintain the guide wire in place under fluoroscopy to avoid unexpected guide wire advancement: otherwise damage to the vessel wall by the wire's tip may occur." Based on the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.